Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo shows the hemogard closure is missing and the stopper remains in the tube. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to hemogard closure assembly as all samples met specifications. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Ten (10) additional retention samples were draw tested and were within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, was not able to be duplicated in the retention testing. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube there was rubber stopper remained in tube (stopper/shield separation). This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the blood collection tube entered the assembly line, and the cap of the product no. 367886 was not completely removed for many times, resulting in the detection not being able to be carried out normally."